Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string for the tampon was inaccessible upon removal leaving the tampon inside. She was unable to manually remove the tampon and had to seek medical attention to remove the tampon. Tampon was removed by ER provider and she was doing fine.